Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was experienced extrusion of the electrode lead into the external auditory canal and infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the electrode was cut and discarded. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the previous MDR [6000034-2025-04354] submitted on december 03, 2025 was filed inadvertently. No infection has occurred.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.